Event description:
It was reported that the patient's four year old inflatable penile prosthesis (ipp) suffered an aneurysm on its left cylinder sometime over the last 6 months. The physician attributed the aneurysm to a traumatic sexual encounter with the woman on top. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. The desired outcome was achieved with the new implant. No more information available through physician. Should additional information become available, it will be provided.